Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) revision procedure due to an unknown reason. Additional information stated that the patients battery has been depreciated due to excessive charging. Patient was doing very well postoperatively. Explanted product was unable to return due to geisinger policies.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) revision procedure due to an unknown reason.